Event description:
Physician was performing a lumbar epidural steroid injection on a patient. After the procedure was completed and physician was removing epidural catheter, the catheter broke and apiece approximately 10 cm. In length remained inside the patient. X-ray of the lumbvar spine was immediately taken. Patient was referred to a neurosurgeon and the piece of catheter was removed by the surgeon on 5/28/93. Patient has been seen by physician since surgery for follow-up and seems to have no ill effects.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.